Event description:
It was reported that the device could not be interrogated. The patient was getting ready for an MRI, but the device could not be programmed to MRI mode because it could not be interrogated. There were no tones with magnet application. Technical services advised that, if they cannot interrogate and program the device into MRI mode, then this would be an off-label scan. The device remains implanted. There were no adverse patient effects.